Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had unable to get trigger or sense the fiber optic catheter. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated section - b4, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected section - e1 (event site name), h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit and found intermittent failure of fiber optic system and fail code 53 within logs, indicating potential problem with fiber optic module. As a precautionary measure, replaced fiber optic jumper then ordered additional parts (front end pcb, fo sensor extension cable). Unable to determine root cause of this intermittent failure. The fse replaced all parts potentially associated with this failure.

Event description:
N/a.